Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the instrument is pending evaluation. A supplemental report will be sent upon completion of the evaluation.

Event description:
A customer reported that the quality controls (qc) are out of range on the aia-360 instrument. The customer further reported that some control levels are high and some are low. They are using biorad (br) control lot 4340. Technical support (ts) instructed the customer to run a decontamination procedure and run the biorad controls thereafter. The customer was sent the mac controls and was instructed to run them if the biorad controls were out of range. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2), progesterone (pr3), luteinizing hormone (lh2) and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.